Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 466 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer decline to troubleshooting for high blood glucose incident on insulin pump. The customer was aware the time was not set properly which likely caused the high blood glucose. The device will not be returned for analysis.